Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they spoke with their healthcare provider (hcp) who told the ¿sensation¿ is part of the system involved with turning it ¿on¿ and ¿off.¿ it was a very mild shock lasting less than two seconds when it was turned on and less than one second when it was turned off. The consumer had tried to use their device manual to find more about this but couldn¿t. The consumer noted the device made life much more enjoyable.

Event description:
It was reported that about 3 years ago, every time they would turn therapy on/off they would feel an "electric shock" sensation. The patient said they turn therapy off every night, and turn it back on in the morning. When they turn therapy back on, the patient said they feel a "mild feeling" in their mouth that is "not tingling" that lasts about 2-3 seconds and then goes away. The patient said the sensation is not painful, and is just a little feeling like an electrical shock. The patient also said it is "nothing serious." The patient also mentioned that they feel a sensation when they turn therapy off that lasts less than a second and is a different sensation that when they turn the therapy on. The patient mentioned that their "voltage" is set at 2.95 for both sides. They mentioned that the voltage has been increased since implant date, but they don't remember what the voltage was at implant date. The patient thinks their voltage goes up to "3 point something." The patient mentioned that they reported this issue to their hcp, but they told the patient they were not concerned about it. Thus, the patient said they were not concerned about it either, noting that it's just something they have to live with. The patient mentioned multiple times during the call that nobody had told them they would experience this sensation when turning therapy on/off. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.